Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of "defective potentiometer". The device failed several incoming tests. It was also noted the knobs and encoder were corroded, the upper case was cracked and broken and a pinched cable was inspected and accepted. The device passed all final tests with no visual or electrical anomalies. (B)(4).

Event description:
It was reported that the external pulse generator had a defective potentiometer. It was noted, however, that which potentiometer it was not specified. The generator was returned for service. No patient complications have been reported as a result of this event.